Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The device had intermittent response on the up arrow button due to corroded keypad trace. No button error alarms occurred. Cracked all corners of display window, broken belt clip slot, cracked battery tube threads and scratched display window were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose at different times of the day. The customer stated that the morning of the call, her blood glucose value was 426 mg/dl. She exercised and it went down to 206 mg/dl. She treated with the insulin pump and manual injection the night prior. The customer also reported that on (B)(6) 2014, she went out to eat and when entering the carbohydrates to set a bolus, the numbers scrolled by themselves. The customer stated she was able to correct but it happened again that nigh and the insulin pump alarmed button error. The customer mentioned that she sweats profusely and the insulin pump could have been exposed to moisture. No issues were found during troubleshooting for high blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan due to the keypad issue. The insulin pump was replaced and returned for analysis.